Manufacturer narrative:
Corrected data: manufacturer narrative the biomedical engineer reports that the gas bench is receiving a cal error and is pumping extra hard. The device was returned and evaluated. The customer complaint was confirmed. Upon boot up, the bedside monitor gave both a cal error message and a nibp manual error. The gas unit was very loud. The gas bench will need to be replaced; however, currently the gas used to calibrate the gas bench is out of stock. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reports that the gas bench is receiving a cal error and is pumping extra hard. The device was returned and evaluated. The customer complaint was confirmed. Upon boot up, the bedside monitor gave both a cal error message and a nibp manual error. The gas unit was very loud. The gas bench will need to be replaced; however, currently the gas used to calibrate the gas bench is out of stock. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the gas bench is receiving a cal error and is pumping extra hard.